Event description:
It was reported that the customer's pump had an alarm. Troubleshooting was performed. The alarm recurs. During the call the customer was hospitalized for high bgs and dka. Bgs were treated with insulin drip and manual injections.